Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced endophthalmitis. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the patient experienced pain since surgery, loss of vision, red eye upon awakening on post op day 2, conjunctival inflammation, aqueous cell, aqueous fibrin, hypopyon, corneal edema, dilating pupil, lid swelling and vitrectomy was also performed. The patient was treated with antimicrobials and steroids.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).